Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a detached coin cell due to impact damage. A visual inspection of the device and pcba revealed signification evidence of impact damage including dents on the exterior of the device and detached components from the pcba. Upon replacing the coin cell, the device powered on correctly and underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.